Manufacturer narrative:
The customer did not return the product for investigation. Since no product was returned, the cause of the event could not be determined.

Manufacturer narrative:
The device was received for investigation. A visual examination was performed and corrosion was observed on one of the charging contacts. This corrosion can affect the charging capabilities of the base unit. The investigation determined the corrosion was consistent with a customer handling issue (improper cleaning). The investigation did not identify a product problem.

Event description:
The initial reporter complained of an issue with an accu-chek inform ii base unit. The customer alleged the base unit was not charging and the charging contacts of the base unit appeared "scorched" and "burnt."

Manufacturer narrative:
The base unit was requested for investigation.